Manufacturer narrative:
On july 17, 2020, mentor became aware that the suspect device's lot number was l20893. This device was manufactured in the mentor leiden facility in the netherlands. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. However, as this event was already reported, mentor will send this last follow-up report and no further supplemental reports will be submitted thereafter. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On august 5, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear measuring approximately 0.3 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent primary breast augmentation with two mentor memorygel breast implants on (B)(6) 2000, suffered bilateral breast implant ruptures, post-operatively. As a result, the patient underwent bilateral implant explantation surgery on (B)(6) 2019. The patient provided the following suspect medical devices information: (left side: catalog: 3507200bc lot: 20893) and (right side: catalog: 3507225bc lot: 21685). However, upon review of the lot numbers provided and their device history record, mentor found discrepancies between the catalog numbers provided by the customer and what the device history records indicates. Follow-ups are in progress and if additional information becomes available, a supplemental report will be submitted. This medwatch form is for the left breast prosthesis.